Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was above 400 mg/dl. Customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged from the hospital on (B)(6) 2024 with the issue resolved. Tandem technical support performed a system check and the pump was functioning as intended. Ultimately, the customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.